Event description:
X-ray tech notified prior to procedure of expected procedure start time. Patient in procedure room and on bed prepped for procedure. Procedure started at 1010. X-ray tech not present when procedure started. X-ray tech entered procedure room at 1013 and turned on c-arm. C-arm not working properly. X-ray tech restarted c-arm x2. Writer questioned if another c-arm was in house. Tech stated yes. During this process, writer, rn (registered nurse) and doctor informed x-ray tech the extensive cost of medication and that it expired at 1053 and that another c-arm needed to be obtained. Tech then contacted another x-ray tech to help troubleshoot. 1st tech then restarted c-arm again. 2nd technician in procedure room to assess equipment. At this time, writer informed manager of issue. 2nd tech made several calls to troubleshoot/locate another c-arm; attempted pain management. Pain management's c-arm currently in use and unavailable. C-arm from south campus or (operating room) brought up to opc procedure room. Operating room''s c-arm functioning properly. Procedure able to be completed with less than 1 minute of medication expiration.